Event description:
The customer reported that the system stopped performing fluoroscopy during a procedure. Thus losing core functionality of the system. There is no report of injury or death associated with the event associated in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.